Manufacturer narrative:
Updated blocks: h3 & h6. The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications. The service repair technician (srt) could not duplicate the reported complaint. The ccm was powered on multiple times, which no issues observed. The voltage level on the local area network/interface board (lan/if) was checked which was within specification. The srt replaced the peripheral component interconnect (pci) bus cable as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.